Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is re-using insulin, re-using cartridges, and wearing the supplies for 3 days. Tandem clinical support informed customer that re-using insulin, re-using cartridges, and wearing the supplies for 3 days, is off label per the user guide. Customer¿s blood glucose (bg) level was 100-200 mg/dl.